Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used and the bolus totals histories did not match. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/11/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/19/2015 with the following findings: a review of the pump history and black box data revealed no evidence of the alleged history/settings issue. A normal 10 unit bolus and a 10 unit audio bolus were performed; both were fully delivered and accurately recorded in the pump history. None of the keys were found to be hypersensitive. The total daily dose correctly showed 20 units for boluses. The reported issue was not duplicated during the analysis. A cartridge cap was not returned with the pump; a test cartridge cap was used during the analysis. During the analysis, the pump operated according to the specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.